Manufacturer narrative:
Continuation of d10: product ID a820 product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. Boluses per day: 6. The indication for use was non-malignant pain. The patient reported that they were in their doctor¿s office yesterday to get their pump refilled and was told call in for a new communicator because for probably 6 months the patient was having trouble connecting to the myptm app. It took a long time to retrieve a setting; it took 10 minutes or longer and then it took 8 to 10 minutes to deliver medicine. Each bolus took 20 minutes. The data was not accurate and time to deliver took way longer than what it should have. During call the patient closed all applications and the agent walked the patient through clearing data and the patient was able to connect to the myptm and got to the normal lock out screen. The troubleshooting steps that were taken on the call resolved the issue.